Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Subsequently, air bubbles were observed along the infusion set tubing. Reportedly, the pump supplies were changed to resolve the issue. The customer's blood glucose level was 160 mg/dl.